Event description:
It was reported that the user experienced a temporary stop in insulin delivery after using a teflon infusion set and performing a supply change, with the device resuming automated delivery once glucose returned to target and delivery was confirmed in the algorithm steps. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, and restoration of insulin delivery. Investigation included guided troubleshooting and user education, including verification of algorithm-delivery status. Investigation of this case revealed no device alarms and confirmed insulin delivery was active after glucose recovered, consistent with expected automated suspension during low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.